Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: software 9733467 fusion ent ap. Version: 2.3. A medtronic representative went to the site to test the equipment. Testing revealed that there was software failure and the software uninstalled/reinstalled was still missing surgeon profiles and not able to save them. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that on the select surgeon screen there were no surgeon profiles and he was unable to create/save a surgeon profile. They were recommended to uninstalled and reinstalled the ent software and the surgeon profiles were still missing. There was no patient present.